Manufacturer narrative:
Philips service rebooted the system, resolving the issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that x-ray functionality was unavailable during use on a allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.